Manufacturer narrative:
11/13/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a lobectomy procedure. Reportedly, the clips did not load properly and prefired. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.